Manufacturer narrative:
It was reported that during an initial bunion surgery, the patient's second metatarsal was fractured. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. No devices were returned for evaluation. Device-specific information was not available; therefore, a review of device history records was not able to be performed. However, all non-conformances for possible external positioners in surgery were reviewed and no non-conformances or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. The most likely cause of the reported event could not be determined as the device was not returned for evaluation. However, based on similar complaints and feedback from the rep, it is possible that operator technique (over tightening of the positioner) may have contributed to what was reported. There were no deficiencies or malfunctions alleged/found with any tmc device. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that during an initial bunion surgery, the patient's second metatarsal was fractured. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.